Event description:
"During a laparoscopic colostomy procedure, the laparoscopic babcock inserts broke and came off the instrument into the pt's abdomen. All disposable pieces were retrieved."

Manufacturer narrative:
Medwatch report was sent to apllied medical resource's hospital risk mgr. Several attempts have been sent to the hosp requesting more info. No further communication has been rec'd from the hosp. Should we receive any further info, applied medical resources will reopen this file.